Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump received on (B)(6) 2024 and tested on (B)(6) 2024. The pump was given the initial complaint code of "1fwe1: firmware error - pump displays firmware error", and according to the nimbus ii series complaint investigation process work instruction with document # it-004-wi-003, the pump is to undergo the following testing protocol for firmware errors: 18.1. Power on the pump. 18.2. Observe post. 18.2.1. Passing criteria: post completes with no errors identified. 18.2.2. Passing criteria: no firmware error alarm is triggered. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt to determine a root cause for the failure. 18.3. While device is powered off, remove the 4 screws from the back side of the pump housing. 18.4. Disassemble the pump housing and visually inspect the internal component connections. 18.4.1. If any loose or damaged connections are identified, root cause is determined to be loose or damaged internal connection. The investigation is concluded. 18.4.2. If the failure is able to be replicated and/or confirmed, but no root cause can be established with the protocols defined in this procedure, document this on the investigation record and conclude the investigation the pump successfully passed all testing protocols, not showing any signs of a firmware error. However, the pump's event log was pulled in order to see if there was any evidence of a firmware error in the pump's infusion history. Upon review it was noted that the firmware error was confirmed, along with several abrupt power-offs. The power offs can be seen by the "log_event_on" codes without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off, and the firmware error can be seen by "alarm code 03". See the complaint for detail information. Due to the abrupt power off found during the event log review, this has caused the reportability to be changed to "yes" for the complaint. Issue of abrupt power off was found, device not performing to specification.

Event description:
The pump was received on (B)(6) 2024 and was tested on (B)(6) 2024. The original complaint stated that the pump had an issue of " firmware error - pump displays firmware error". No patient harmed. Detail of the findings are available in section h of this MDR